Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17644894 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported during the manufacturing process at (B)(4), a foreign material was confirmed in the surface coating of the sterilization packing of an exoseal vascular closure device f7. The product will be returned. The integrity of the sterile pouch was compromised. The pouch was not opened. The foreign material seems to be in the coating composition of the pouch, in fact, it is not inside of the package neither outside of it. The sterile package was not opened. The damaged was noted upon initial receipt the foreign material was found during our inspection process before shipment. The actual product was not damaged.

Manufacturer narrative:
As reported during the manufacturing process at yamato, a foreign material was confirmed in the surface coating of the sterilization packing of an exoseal vascular closure device f7. The integrity of the sterile pouch was compromised. The pouch was not opened. The foreign material seems to be in the coating composition of the pouch, in fact, it is not inside of the package neither outside of it. The sterile package was not opened. The damaged was noted upon initial receipt in the facility and the foreign material was found during the inspection process before shipment. The actual product was not damaged. One sterile unit of an exoseal vasc. Clos.dev.f7 was received for analysis inside its sealed inner pouch. Per visual analysis, the received pouch was labeled as catalog ex700ce, lot number 17644894. A thorough inspection was performed on the received pouch and it was noted that a tiny foreign material was embedded in the film of the inner pouch. No other anomalies were found. A review of the manufacturing documentation associated with the lot 17644894 was performed and it was found that the phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. The reported complaint by the customer as ¿packaging/pouch/box-foreign material - in sterile package¿ was confirmed due to the foreign material observed embedded in the film of the inner pouch. The exact cause of the foreign material could not be conclusively determined during the analysis. However, shipping and/or handling factors could have contributed to the reported event. Any type of foreign matter noted on the outside of the packaging does not impact the sterile package and does not alter the integrity of the device. According to the product instructions for use, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way. Neither the product analysis nor the phr review results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.